Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection_functional/performance evaluation: the sample was not returned; therefore, visual inspection, functional evaluation and performance evaluation could not be performed. Medical records review: medical records were not provided. Image/photo review: based on the image provided, a filter stuck inside the deployment sheath, can be confirmed. Based on the image provided, the deployment system was not in contact with the filter, can be confirmed. Conclusion: based on the image review, the investigation is confirmed for failure to advance and dislodged or dislocated as a filter was found to be disengaged from the delivery system and stuck inside the introducer sheath. Based on available information, the definitive root cause is unknown. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter hook interface became separated from the pusher during advancement through the sheath. There was no attempt to deploy the filter. Access was maintained with a guide wire and another filter was prepped and deployed successfully. There was no reported patient injury.